Event description:
It was reported that the (B)(6) survey isolate was tested using neg urine combo 51 panels. Initial result by prompt inoculation method identified the isolate as leminorella sp. 93.14% and reported the result to (B)(6). Repeat tests of the subculture isolate were performed four more times upon notification from (B)(6) that the correct result was shigella sp, three tests by prompt inoculation method resulted to leminorella sp. 93.14% and one test performed by turbidity inoculation method identified the isolate as shigella sp. 99.30%. It was reported that the qc was within range before and after the reported misidentifications for all panel lots used for testing. There was no patient involved as this was a proficiency survey.

Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(6) survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Please refer to medwatch report numbers (B)(4) for reports of similar event. Beckman coulter internal identifier for this report is (B)(4).